Manufacturer narrative:
Corrosion was observed on the pcb, resulting in low batteries and data loss. Because data could not be retrieved, the presence of an alarm could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The internal tear and subsequent leak are confirmed as the cause of the observed corrosion and data loss. It could not be determined if the cannula tear is in any way linked to the reported alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod an unknown duration. Investigation of the pod found a tear in the cannula. The device was originally reported for an alarm during operation.